Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 instrument would not work properly due to anvil dislodgement. Another instrument was used to complete the case. There was no consequence to the patient.